Event description:
It was reported that high capture thresholds were noted on this right ventricular (rv) lead. Automatic threshold testing in rvac has not been completed due to low evoked response, and intermittent loss of capture was noted. The automatic threshold testing begins at 3.5 volts, and as the intrinsic thresholds are already high at 3.5 volts, the testing was unable to be completed. Technical services (ts) recommended troubleshooting for lead integrity. This rv lead remains in-service at this time. No adverse patient effects were reported.